Event description:
It was reported that the c-arm on the stenoscope system was making noise. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The friction clutch was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.